Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia for approximately 14 hours with a highest reported blood glucose over 300 mg/dl and a contemporaneous value around 250 mg/dl after a recent supply change; the infusion set was an inset with 23" tubing and 6 mm cannula placed on the abdomen, and no visual supply issues were noted. Symptoms included no acute clinical effects. Outcomes included continued use of therapy without backup therapy, without professional medical intervention, and without hospitalization. Investigation included complaint handling and patient/parent interview. Investigation of this case revealed no observed device or supply malfunction and no identified user error, with the cause of hyperglycemia remaining unclear. It was concluded that the hyperglycemia was non-serious with no clinical sequelae, and the cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.